Event description:
It was reported that during a routine equipment evaluation conducted by the service technician, a drill attachment heated up. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The attachment has yet to be received by the MFR. A follow up report will be filed once the product evaluation has been completed.